Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The cause of the iipv event is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2014 at 12:12:58. During night drain cycle four, the patient's ultrafiltration reading was 1764ml, indicating the home patient drained 1764ml more than their maximum programmed fill volume of 2700ml. No additional information is available.